Event description:
The customer reported the ups powervar connected to the dxh600 instrument caught fire with visible flames during normal instrument operation. The customer also reported the dxh600 was not affected by the event. However, the ups was destroyed. The laboratory was evacuated. The fire department was called. The fire department used a fire extinguisher to put out the fire. No injuries reported due to the event. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. The failure mode is unknown. However, the issue was resolved by contacting the ups manufacturer, plugging the instrument and devices directly into a red outlet in the laboratory, powering off/on the analyzer and performing daily checks.

Manufacturer narrative:
Section a patient information is not applicable. There was no impact to patients as a result of this event. The customer reported the ups powervar connected to the dxh600 instrument caught fire with visible flames during normal instrument operation. The customer also reported the dxh600 was not affected by the event. But the ups was destroyed. · the laboratory was evacuated. · the fire department was called. · the fire department used a fire extinguisher to put out the fire · no injuries reported due to the event. There was no report of an injury or illness to the patient attributable to the output from the device in this event. No adverse event occurred. The failure mode is unknown. However, the issue was resolved by contacting the ups manufacturer, plugging the instrument and devices directly into a red outlet in the laboratory, powering off/on the analyzer and performing daily checks. Bec internal identifier - (B)(4).